Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple shocks and presented in an emergency room. Upon interrogation, it was noted that the multiple inappropriate shocks were due to ventricular lead noise. Noise resulted in oversensing. Programming changes were made and tachy therapies were turned off. The patient was stable post interrogation and discharged.

Event description:
New information received states that the right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.